Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/31/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue inside the cartridge tube/tip, and at the wings sections indicating that the device was handled and prepared for surgical use. Stress marks were observed in the cartridge tube. A dent and a slight distortion were observed in the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An exact date was not provided; however the event happened the week of (B)(6) 2017. The cartridge is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was distorted. No further information was provided.